Manufacturer narrative:
Device evaluated by MFR: a 4.50 x 24mm synergy stent delivery system (sds) was returned for analysis broken in 2 sections. An examination of the crimped stent found that it was not returned with the sds as it was implanted successfully at the lesion site. The balloon cones were reviewed, and signs of some positive pressure were noted as the balloon was in a deflated state. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found a fracture in the lasercut region noted at 110 cm distal to the distal end of the strain relief. Additionally, multiple hypotube kinks were noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found a break in the mid shaft region of the shaft polymer extrusion located at 35.7 cm proximal to the distal end of the tip coinciding with the location of the lasercut region fracture. The device was soaked for 24 hours in a water bath at 37 degrees celsius and was attached to an encore inflation device. An inflation attempt was made to inflate the distal region of the device with the help of an inflation aid connected to the broken shaft polymer extrusion region. This attempt was successful, and the balloon inflated to 16 atm, maintained pressure for 1 minute and deflated within 12 seconds. The encore inflation device was verified before and after the procedure. A leak test was then performed for the proximal section of the device and liquid was noted to leak from the fractured lasercut region. No issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci), a non-compliant (nc) balloon was advanced to predilate the mildly tortuous and mildly calcified target lesion. Following predilatation, a 4.50 x 24 synergy ii drug eluting stent was advanced and the drug eluting stent balloon was inflated after placing the synergy stent in the lesion. During inflation, more continuous pressure was needed and it was noticed that the balloon was losing pressure. While inflating the balloon, it was still possible to reach nominal pressure. The stent was placed and deployed. The stent was noted to be fine. It was noted that balloon leaked from the beginning after starting inflation. The balloon was deflated. While removing the device, it was noticed that a part of the catheter was detached at about 25cm of the distal end, and was still in the artery in the patient. It was noted that the device fractured during removal after the inflation. After a couple attempts, the detached device was retrieved with a snare. The balloon was noted to have been fully deflated upon removal and the catheter was recovered intact. The procedure was successfully completed. No harm or patient complications resulted in relation to this event. It was further reported that no resistance occurred in the guide and no resistance occurred in the vessel, as the vessel was very well predilated. It was noted that there were no other devices in the vessel, only more stents, but the stents were distal to the stenosis. It was additionally noted that a reasonable time was waited, maybe about 15 seconds were waited for the balloon deflation before pulling back the device. A 7f guiding catheter was used during the procedure. The stent was placed properly. No patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci), a non-compliant (nc) balloon was advanced to predilate the mildly tortuous and mildly calcified target lesion. Following predilatation, a 4.50 x 24 synergy ii drug eluting stent was advanced and the drug eluting stent balloon was inflated after placing the synergy stent in the lesion. During inflation, more continuous pressure was needed and it was noticed that the balloon was losing pressure. While inflating the balloon, it was still possible to reach nominal pressure. The stent was placed and deployed. The stent was noted to be fine. It was noted that balloon leaked from the beginning after starting inflation. The balloon was deflated. While removing the device, it was noticed that a part of the catheter was detached at about 25cm of the distal end, and was still in the artery in the patient. It was noted that the device fractured during removal after the inflation. After a couple attempts, the detached device was retrieved with a snare. The balloon was noted to have been fully deflated upon removal and the catheter was recovered intact. The procedure was successfully completed. No harm or patient complications resulted in relation to this event. It was further reported that no resistance occurred in the guide and no resistance occurred in the vessel, as the vessel was very well predilated. It was noted that there were no other devices in the vessel, only more stents, but the stents were distal to the stenosis. It was additionally noted that a reasonable time was waited, maybe about 15 seconds were waited for the balloon deflation before pulling back the device. A 7f guiding catheter was used during the procedure. The stent was placed properly. No patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. During a percutaneous coronary intervention (pci), a non-compliant (nc) balloon was advanced to predilate the mildly tortuous and mildly calcified target lesion. Following predilatation, a 4.50 x 24 synergy ii drug eluting stent was advanced and the drug eluting stent balloon was inflated after placing the synergy stent in the lesion. During inflation, more continuous pressure was needed and it was noticed that the balloon was losing pressure. While inflating the balloon, it was still possible to reach nominal pressure. The stent was placed and deployed. The stent was noted to be fine. It was noted that balloon leaked from the beginning after starting inflation. The balloon was deflated. While removing the device, it was noticed that a part of the catheter was detached at about 25cm of the distal end, and was still in the artery in the patient. It was noted that the device fractured during removal after the inflation. After a couple attempts, the detached device was retrieved with a snare. The balloon was noted to have been fully deflated upon removal and the catheter was recovered intact. The procedure was successfully completed. No harm or patient complications resulted in relation to this event.